Manufacturer narrative:
Evaluation summary: three used cartridges were returned loose together in a bag. Inadequate viscoelastic is observed in each of the cartridges. Two of the three cartridge tips have heavy stress that begins prior to the parting line and extends into an aneurysm that has torn/split on one sample and has completely torn on the other. The third cartridge has lighter stress lines with the heavier lines along the anterior surface. The tip of this third cartridge is not torn nor split. Each cartridge displays evidence of being placed into a handpiece. The cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The reported stress fractures and tip damage were observed. While it is unclear which of the loose cartridges is the complaint cartridge associated with this complaint, the reported stress fractures and tip damage were observed. The root cause is most likely related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed in each cartridge. Stress lines are typical of a lens delivery. Information was provided by a facility representative from the surgery center who indicated that they were unable to distinguish between cases or patients. It is unclear which of these 3 returned loose cartridges was associated with this one complaint reported for this lot 3269080. All three cartridges were evaluated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, as the iol was being injected, he noticed the tip of the cartridge was getting stress fractures and the cracked tip. There was no issue with the iol or the patient. No patient harm. Additional information was provided by a facility representative from the surgery center, who indicated that she was unable to distinguish between cases or patients. No specific details were available. The same scrub tech that has been with them for years noticed the cartridges were cracking. Several events occurred with the same lot. The temperature was consistent. No other issues were noticed. There were no patients harmed. No issues with the iols. The issue was resolved with a different lot of cartridges.